Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient was seen in clinic due to suspected noise on the atrial lead and far-field on the rv lead. Review of the iegm indicates a suspected clavicular crush on both leads. The patient will be closely monitored at this time.